Manufacturer narrative:
A large intra-peritoneal drain volume occurred in drain 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See related MDR's: 2937457-2014-00311, 00312 and 00313.

Event description:
The following information was received from treatment records received on (B)(6) 2014 from the patient's peritoneal dialysis nurse: the reported drain volume of 4686 ml was 187% over the expected drain volume which resulted in a reportable malfunction. The patient did not require medical intervention or treatment asa result of the overfill.